Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 1 issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cartridge alarm 30 issue could not be verified.

Event description:
It was reported that multiple intermittent cartridge alarm 1 occurred during bolus delivery. Customer's blood glucose level was 126 mg/dl. Reportedly, a cartridge change was performed resolving the issue. Additionally, it was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Reportedly, customer loaded a new cartridge to address the issue. Ultimately, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.